Event description:
It was reported that the device was used during an unknown procedure and malfunctioned. There is no other information available. Unknown how the case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Results= jaws broken at bifurcation and lockout fired through. Evaluation summary: the analysis results found that the device was returned with the jaws broken at bifurcation. This damage is consistent with post decontamination process as evidence by overall state of corrosion. The instrument was cycled and it was noted to be empty and with the lockout fired through, in addition, the indicator wheel did not function as intended as it was noted to be not properly assembled. A batch record review was performed and no anomalies were found during the manufacturing process.